Event description:
The user facility reported that a status post (s/p) cerebral angiogram with 5 fr right femoral access was performed using the angio-seal device involved. The angio-seal slipped out of the right femoral artery at the groin site as the physician was about to release the seal. After rear locking/setting the anchor when pulling back to expose tamper tube, the entire system came out including the anchor. The closure failed and manual pressure was applied. The estimated blood loss was less than 250cc's. The patient was in stable condition. The event occurred intra-operative. There was no patient injury/medical or surgical intervention required. Additional information was received on 03 jan 2023: there were no difficulties noted with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was performed. There were no issues with insertion into the patient. It was reported that when they felt like even though they rear-locked device, they felt the anchor did not set perpendicular. On pull back of device the entire device came out.

Manufacturer narrative:
Initial reporter occupation: ir manager. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot number combination was conducted with no findings. . .

Manufacturer narrative:
This report is being submitted as follow-up no. 1 to provide the completed investigation results and add a correction to section a1. The patient identifier was inadvertently left blank. The actual device has not been returned; therefore, an evaluation of the actual device was unable to be conducted. When the device is returned the complaint will be reopened. The complaint was unable to be confirmed. An exact root cause for the issue was unable to be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).